Event description:
Healthcare professional later confirmed capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, one curved opening, wear abrasion and white particles biological tissue in device outer surface. A microscopic analysis and leak test was performed which identified one curved striated opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one striated opening on the side anterior assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported left side implant exchange "due to calcified capsule". Healthcare professional later reported "findings of left capsular contracture", baker grade unknown. Device has been explanted.